Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was overheating. The sensor was inserted into the unknown insertion site on unknown insertion date. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.